Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator exhibited far p-wave over-sensing causing inappropriate mode switch. No interventions were performed. There were no patient consequences.

Event description:
Additional information received noted that programming changes were completed. There were no patient consequences.